Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that before insertion, the catheter was flushed. It was at that time the clinician found that when flushing the proximal lumen, liquid came out of the distal tip. As a result of the suspected inner lumen crossover, the catheter was not used.